Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the proximal femoral nailing antirotation (pfna-ii) blade (90mm) did not lock. When the pfna-ii blade was mounted on the blade inserter handle, the blade's inner screw would not engage and the blade remained in unlocked position. The surgeon had to change the blade and inserted the next available shorter-length blade (85mm). It is unknown if there was a surgical delay. The patient and procedure outcomes were unknown. Concomitant device: pfna blade inserter (part: unknown, lot: unknown, quantity: 1), pfna-ii nail (part: unknown, lot: unknown, quantity: 1). This report is for a pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 04.027.053s, lot: l869338: manufacturing site: bettlach, release to warehouse date: 27. April 2018, expiry date: 01.april 2028: ncr (supplier reference number) was generated during production. This non-conformance is not relevant to the complaint condition since one part was found defective and was scrapped afterwards. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.